Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hip liner. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
The revision was for an I&d of the hip. Only the liner was removed and replaced by a new liner.